Event description:
It was reported that during the implant procedure, there was positioning/fixing difficulties, the thresholds were high. The physician determined the helix extension mechanism was not acceptable. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the distal conductor was distorted, there was deformation/fracture in 5cm proximal section of inner coil which lead to extension problems, and there was blood in/on the helix/lobe mechanism and distal conductor (non-obstructing). It was apparent that the damage was caused at explant.